Manufacturer narrative:
Corrected data: g4: eua number corrected. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving multiple negative results with the binaxnow covid-19 otc self-test. The customer had performed the test three ( 3) times and received negative results. However, the third test performed at the clinic generated a positive result. The customer stated she was experiencing mild symptoms after being exposed to a positive family member. Unfortunately, no additional patient information, including treatment and outcome, was provided.